Event description:
It was reported that during a procedure on an unknown date, the screw inserter and the helical blade/screw coupling screw would not attach to the lag screw. Procedure was completed successfully with no delay. Patient was fine. This report is for a helical blade/screw coupling screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.037.026, lot: 9569645, manufacturing site: bettlach, release to warehouse date: 16 july 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the helical blade/screw coupling screw was returned and received at us customer quality (cq). Upon visual inspection, the threads of the screw appear little worn out/stripped near the distal end. According to the technique guide, the helical blade/screw coupling screw needs to be threaded in until it is fully captured in the screw inserter. However, while inserting the coupling screw in the insertor, the screw slips near the distal end of the assembly. This enables the screw to not be able to be fully assembled in the inserter. The issue may be due to threads of screw little stripped/worn out. However, the root cause of the complaint condition cannot be confirmed. Functional test: during functional test, the attempt to assemble the connecting screw from the inserter failed as the screw remains loosely attached to the inserter. Dimensional inspection: a dimensional inspection is not required as the issue is not pertain to the complaint condition. Document/specification review based on the date of manufacture, the drawings reflecting the current and manufactured revision were reviewed. Investigation conclusion the complaint condition was confirmed for the helical blade/screw coupling screw. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.